Manufacturer narrative:
User contacted product support for guidance regarding a gas loss alarm. The alarm had activated once, so user was checking for appropriate actions if it occurred again. He did not utilize the help screen or iab fill key initially. Verification confirmed no blood in the helium tubing, all connections were secure and appropriate, and no visible kinks were present. (B)(6) subsequently performed a fill, which resolved the alarm and allowed therapy to resume. Based on the patient¿s hemodynamics and clinical condition, the alarm was assessed as likely related to febrile temperatures rather than device malfunction. Education was provided, and paul was encouraged to call back if the alarm occurred multiple times within an hour for further troubleshooting. He expressed appreciation for the support. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occured during cardiosave intra aortic balloon pump therapy. No harm or injury reported. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.